Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pseudocyst in the tail of the pancreas during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2016. Reportedly, eus doppler was used during the stent placement procedure. According to the complainant, the patient presented with hematemesis on (B)(6) 2016, and it was noted that the patient was bleeding from the pancreatic pseudocyst. The patient underwent surgery to treat the bleed and the stent was removed from the patient on (B)(6) 2016. The physician noted that the pseudocyst had not yet resolved. There were no further patient complications reported as a result of this event. The patient's condition was reported to be fair/satisfying. Additional information received on november 10, 2016 and november 20, 2016: it was reported that, on (b)(46 2016, the patient presented with hematemesis and had suffered a perforation in the gastric antrum. The patient underwent surgery to treat the perforation, during which the perforation was sutured closed. The patient was discharged 2.5 weeks after this surgery, and the patient¿s health was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pseudocyst in the tail of the pancreas during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2016. Reportedly, eus doppler was used during the stent placement procedure. According to the complainant, the patient presented with hematemesis on (B)(6) 2016, and it was noted that the patient was bleeding from the pancreatic pseudocyst. The patient underwent surgery to treat the bleed and the stent was removed from the patient on (B)(6) 2016. The physician noted that the pseudocyst had not yet resolved. There were no further patient complications reported as a result of this event. The patient's condition was reported to be fair/satisfying.